Manufacturer narrative:
(B)(4). Investigation of the returned device could not duplicate the customer report of soft audio. The device functioned as intended.

Event description:
It was reported that a pulse oximeter had "very soft" or intermittent sound. There was no reported patient involvement. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).